Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and evaluated. Upon visual evaluation, no anomalies on tip were identified, there is evidence of saline in tube set which indicates the device was used, there is a slight corrosion on the connector contacts. The device was sent to the manufacturer for suction testing. Per their report: ¿the probable cause for the reported even was due to the suction path being completely blocked with normal procedural debris; the complaint is confirmed. However, no manufacturing defects were identified. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore, no containment or correction action related to the individual complaint is required.¿ at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate that during the arthroscopic rotator cuff repair surgery, the tip of the vapr tripolar 90 suction electrode became too red and the surgeon stopped using it. The surgery was completed successfully by using another electrode. There was no adverse consequence to the patient. No further information is available. Additional information provided by the affiliate confirmed the event occurred on (B)(6) 2019 which was also the alert date. The affiliate also reported that device will be returned for evaluation.